Event description:
Additional information received from the customer reported the issue occurred during a diagnostic biopsy sampling procedure. The procedure was completed with another scope.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Foreign material may not have been removed due to an imperfection of proper reprocessing caused by leakage. The cause of the leakage could not be further presumed. Regarding handling and reprocessing by the user, deviation from the instructions for use (IFU) was not confirmed. The IFU states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from the IFU: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, when taking a biopsy during a diagnostic procedure, a forcep was inserted into the scope and could not be withdrawn. After which, a brush was inserted into the scope, and got stuck in midway. There were no reports of patient harm associate with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation; the customer's allegation was confirmed. Additionally, the evaluation found that due to a pinhole on the rubber and a crack on the control unit, water tightness was lost/cover damaged/damage or physical stress throughout/up direction does not meet the specification/angle wire stretched/bending angle in down direction does not meet specification, lastly, the nozzle is dented, due to deformation of the nozzle, water removal does not meet specification. The failure was due to leakage from control body, due to crack. The investigation is pending. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.